Manufacturer narrative:
Device was found broken on (B)(6) 2016; it is unknown when the device broke. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: january 27, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t-pal trial spacer was found broken during preparation for a procedure on (B)(6) 2016. There was no patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An product development eval was performed. The investigation of the complaint articles has shown that: a t-pal trial spacer (03.812.312 lot 8695219) was found to be broken prior to a procedure; no patient or surgical involvement. The returned trial spacer was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and missing. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal end of the device consistent with wear and tear; these marks would not inhibit device functionality. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately and in extreme cases reaching (when too large of trial is inserted) the test produced loads allowing for a factor of safety. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.